Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not secure attachment" was confirmed. During service of the device, it was noted that the device "can't secure cutter." If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "will not secure attachment" during surgery. It is known that device was being used during surgery but no patient or user injury was reported. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.